Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with melena and was transfused with 5 units of packed red blood cells. The issue reportedly resolved on (B)(6) 2015. No additional information was provided.